Event description:
Customer indicated that all hba1c results on one run were higher than expected. Customer indicated that the run was repeated and all results were within expected limits on the second run. Customer indicated that the results from the second run were reported to the physicians. Customer indicated that the hba1c reagent cassettes were replaced after bubbles were discovered in some of them.